Event description:
It was reported that the patient¿s wound had opened and the pump was showing. An infection was present in the pump pocket and colonization had occurred. The pump was explanted on (B)(6) 2013. A culture was taken from the device pocket; however, as of the date of the report the organism was unknown. The infection was being treated with antibiotics. Patient status at the time of the report was alive with injury. The device system delivered dilaudid and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8590-9, lot# n331638, implanted: (B)(6) 2012, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient¿s wound never closed and eroded. It was noted that the date of onset/diagnosis of the infection occurred approximately 1 year prior. It was reported that patient had pain, incisional wound opening and pocket erosion. It was noted that the primary location of the infection was the device pocket. It was reported that the patient was treated with oral antibiotics. It was noted that the patient infection resolved. It was reported that the patient had no drug withdrawal. It was noted that the patient¿s catheter was also removed.

Manufacturer narrative:
(B)(4)